Event description:
It was reported that, "plastic handle had a crack. Not sure if it happened before or after surgery."

Manufacturer narrative:
It is not known at this time if the device will be returned for eval. If the device or add'l info becomes available, it will be submitted on a supplemental report.